Event description:
Medical records, provided with patient's asr ppds, indicate that patient was revised to address dislocation.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-18092. This report, 1818910-2013-30100, will be rejected. 1818910-2012-18092 will be kept for investigation purposes.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy has received information stating that the depuy femoral head was used in conjunction with a competitor liner, manufacturer: zimmer; product: unknown liner.